Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons unresponsive and alarmed button error. Customer's blood glucose was 140 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided